Event description:
It was reported that occlusion alarms occurred. The customer's blood glucose level read "high" on cgm. Elevated blood glucose was addressed with manual dose injection. The customer changed supplies and resumed insulin therapy prior to calling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.